Event description:
Ous MDR - on (B)(6) 2013 the pt was hospitalized in the internal department due to fever up to 39 c. Blood cultures were positive to staphylococcus epidermidis, the pt was treated with IV vancomycin. Abdominal us were in order. Tee indicated of possible infection around crtd's electrodes. The diagnosis was bacterial endocarditis. After consulting an electro-cardiologists, it was decided to explant the system. On (B)(6) 2013 the pt under went a system extraction. On (B)(6) 2013, the pt returned to continue treatment with IV vancomycin. During hospitalization, the pt's condition improved, hemodynamic stabilization with no fever. Repeat blood cultures were negative. On (B)(6) 2013 time 06:55, he was found dead in his bed.

Manufacturer narrative:
Ous MDR - the products were not returned for analysis. Therefore, the quality documents associated with the manufacture of these particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance testes. The biotronik sterilization protocols confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc, were in their specified ranes. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not product related.